Event description:
The customer alleged no audible alarm. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device, could not duplicate the reported issue but replaced the alarm and power switch as a precaution. The unit passed extended self testing. It is not verified that there was no audible alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
Evaluation of the arlam assembly lfound an intermittent connection on the alarm harness. The power switch was evaluated, and it tested to specification.